Event description:
It was reported that the device suddenly posted a high-priority alarm of type "device failure !!!" And that the staff could not recognize a flow at the patient opening afterwards. The patient experienced a temporary drop in oxygen saturation until an alternative ventilation method could be introduced. As per report, no health consequences were resulting from the event.

Manufacturer narrative:
The device is not under a contract for regular service and maintenance and, the user facility did not involve the local dräger s&s organization into examination and repair of the device so far. Upon request for further information it was responded to dräger that the device is back in use after exchange of the internal battery which was performed by a third-party service provider. No additional details like log file etc. Could be provided. This does not allow a case-specific evaluation; a reliable statement in regard to the exact root cause for the reported event can't be made. Reflecting that battery replacement was reportedly the only measure to put back the device into fully operational condition it can be concluded that the device either ran on battery at the time of event - otherwise a battery malfunction wouldn't have led to a shutdown - or the condition that led to ventilation stop was not related to energy supply like it would be the case when e.g. External conditions led to overheating of the device. Dräger has no records that the internal battery has ever been replaced during the 10 years the device was in operation until now. The device signalizes via a dedicated led if it runs on external power supply; an led off state clearly indicates battery operation. Depletion warnings are posted if the residual capacity underruns 50% and 30% as well as when the battery is completely depleted. In such case an easy remedy would have been to connect the device to mains power to get it back working. Another aspect that speaks against the theory that the event was related to the battery is the type of alarm message - the user reportedly observed the display prompt "device failure !!!" Which can be related to several different fault conditions. Warnings related to the internal battery however always start with the text "int. Battery" and use a suffix such as "low !!!" Or "empty !!!". Finally, dräger is not able to draw a reliable conclusion about the root cause for the event and if the battery exchange was the appropriate repair measure or just a secondary aspect with no causal connection which was corrected in parallel. It cannot be excluded that there is still an issue with the device which requires correction. Dräger cannot be held responsible for the validity of assessments made by a third-party service provider. It is thus recommended to have the device checked by the local dräger s&s organization. The associated risk of a ventilator failure of a carina is under control since the IFU clearly explains that the device is intended for patients requiring sub-acute care only. In case of a cease of ventilation the device opens the pneumatic system to ambient to allow spontaneous breathing. Furthermore, the IFU document includes a warning that an alternative ventilation method has always to be kept available as a back-up to respond to ventilation failures.